Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that after use on a patient, the cardiosave intra-aortic balloon pump (iabp) power cord would not retract back into the reel. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed the reported issue. To fix the issue, the fse accessed the assembly, rerouted the power cord, and correctly rewind the cord on the reel. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.